Event description:
It was reported that the patient's right ventricular (rv) lead dislodged after leaving the procedure room. The rv lead was successfully repositioned on (B)(6) 2025. There were no patient consequences.

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged after leaving the procedure room. The lead dislodgement was confirmed via chest x-ray. The rv lead was successfully repositioned on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
Correction: section b5 - the correct event description should have been "it was reported that the patient's right ventricular (rv) lead dislodged after leaving the procedure room. The lead dislodgement was confirmed via chest x-ray. The rv lead was successfully repositioned on (B)(6) 2025. There were no patient consequences.", rather than "it was reported that the patient's right ventricular (rv) lead dislodged after leaving the procedure room. The rv lead was successfully repositioned on (B)(6) 2025. There were no patient consequences." Correction: section b3 - the correct event date should have been "25 feb 2025", rather than "24 feb 2025".